Manufacturer narrative:
There is no additional patient or event information available as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a therapeutic a laparoscopic colectomy with ileostomy procedure, when the device was being used for more than three hours, a probe damage error was observed on the generator. The doctor switched the device with another one from the same lot and completed the procedure. There was only five minutes delay to make the change. A broken piece of the device jaw was found in the trocar. There was no adverse impact to the patient.

Manufacturer narrative:
Device has been returned and an evaluation completed for it. Correction is also being made to the lot # of the device. This supplemental report is being submitted to provide this information. The device history record review for the lot indicated no anomaly. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up on the grasping portion at the distal end. The ptfe pad (teflon pad) was inspected and found it has some charring near the middle; however, no metal is exposed. The distal end of the device was inspected under a microscope and found the probe is detached, missing portion was returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The exact cause of the event cannot be conclusively identified. However, based on the past similar cases, the probe broken and the probe damage error or another error possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The details are as below: for contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe and the error occurred. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. 3. The probe broke when added load. For contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made, and the error occurred. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. 5. The probe broke when added load. The instructions for use include the following guidelines related to this issue: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. No piece of the device fell into the patient. The surgeon was mobilizing the colon and using the seal/cut function when the reported event occurred. The generator settings were 2/1. The device was inspected prior to use and the probe check was completed. There was no visual damage to the teflon pad or probe reported. There were no abnormalities observed with the device. The connection points to the generator were inspected. There was not any cable damage observed. The transducer cords or the cords of any other medical device were not bundled during use. A new surgeon from outside new brunswick, canada, trained the physician on how to use the device.